Event description:
It was reported in the journal of vascular and interventional radiology that a stent fracture occurred. A 6mm x 18 mm express stent was placed in the left renal artery for treatment of renovascular hypertension. Approximately, 5 months post procedure, the patient presented with recurrent renovascular hypertension. An angiogram was performed which showed "severe restenosis" at the point where the stent had fractured into two separate pieces. Fluoroscopy noted substantial respiratory movement of the left kidney with flexion occurring between the two stent fragments. In an effort to restore renal patency and prevent repeated stent fracture, the patient underwent a second stenting procedure at which time another manufacturer's self-expanding 7mm x 20mm nitinol stent was successfully placed inside the fractured stent. Angiography performed 10 months later revealed continued patency and no further stent fracture.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.